Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the needle was bent. Functionally, the device jaws would open normally, but failed to close properly due to the bent needle condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the needle was bent. However, the evaluation found that the jaws failed to close properly due to the needle bent condition. The most probable root cause is operational context due anatomical or procedural factors encountered during the procedure limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure no issues were noted with the device. Post procedure the physician reported that the needle was bent. The procedure was completed with this device. Additionally a leak test was completed on the scope and scope damage was revealed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; jaws will not close.